Manufacturer narrative:
Eval, method: device history record (DHR) review, process review. Results: DHR review showed no discrepancies potentially related to this complaint. No non conformance reports were originated for the lot in question. DHR shows that the product was assembled and inspected according to specs. Review of the assembly process and mfg procedure for catalog #780-36 showed no issues that potentially relates to the reported issue. Conclusions: CAPA (B)(4) was opened to document the root cause and corrective actions to reduce leaks and disconnections of circuits. A f/u report will be submitted if add'l info is received for this issue.

Event description:
The event is reported as: during set-up, the circuit had a leak. No pt injury reported.